Event description:
Caller reported that insulin gauge displayed a different amount than expected, experiencing an issue with the fill estimate, which showed as +40 units instead of the expected 260 units. The customer's blood glucose level was not adversely impacted as a result of this issue. The customer was instructed to deliver a 10.2 unit bolus after disconnecting, which resulted in the pump displaying a fill estimate of 55 units. Although the difference in displayed and expected values was greater than 30 units, the customer was informed about the importance of removing air from the cartridge and acknowledged this advice. The customer chose not to load a new cartridge and decided to continue using the current one, with a plan to follow up if necessary.